Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead had programming changes more than 5 years ago to loss of capture. On (B)(6) 2018, the patient presented in hospital for scheduled device change. Upon interrogation, there was no capture attainable on the lead with maximum output. The patient experienced para-sternal beating on the left side of sternum at high output but no muscle stimulation was felt. Since the patient was clinically well with the current programmed settings over the years, the lead was capped on (B)(6) 2018. The patient was stable before, during, and after the procedure.